Manufacturer narrative:
H.6. Investigation: customer returned a single 0.3ml syringe with no other identification. The black stopper at the distal tip of the plunger is visibly warped and drags inside the syringe barrel. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, bd was able to confirm the customer¿s indicated failure of the black stopper in the plunger dragging. Root cause for this defect cannot be determined.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe plunger rod was bent. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the plunger rod was bent."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe plunger rod was bent. The following information was provided by the initial reporter, translated from (B)(6): "the customer reported that the plunger rod was bent."